Event description:
It was reported that approximately 2 weeks ago at the initial activation, no hearing impression could be obtained, despite maximal output. The ap is working accordingly. An implant check confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.